Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, rewind test, self test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons harder to press. The customer's blood glucose value was unknown. Customer stated that insulin pump had scratches on screen that effect the ability to read the screen. Customer stated grinding noise when rewind and rewind slower. Customer stated unexplained and random no delivery alerts. The insulin pump will not be returned for analysis.